Event description:
It was reported that during an laparoscopic assisted vaginal hysterectomy procedure, the inactive blade of the device melted and appeared burnt through. The device was replaced with same and procedure was finished. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.